Event description:
The hospital reported a malfunction during pre-use checkout causing a large o2 leak resulting in an inability to ventilate. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The n2o gas cylinder seal was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The n2o gas cylinder seal was replaced to resolve the issue.